Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. (B)(4). The following info concerning the eval of the device by the user facility is a summary of the info documented by a carefusion technical support specialist in response to a phone conversation with a user facility rep. The user facility biomed evaluated the device and was not able to reproduce the reported event thus was not able to identify root cause in this alleged event. In addition the user facility respiratory therapist reported that the device is operating fine and was placed back into service. As of (B)(4) 2014 the user facility has not requested additional report to carefusion associated with this event.

Manufacturer narrative:
(B)(4).

Event description:
The following description of the event was copied from a (B)(4) report received by carefusion from the FDA (B)(4) 2014. The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility rep on (B)(4) 2014. "The event was on a pt just being admitted and then pt was put into another vent without injury. The vent did alarm when it shut down and also he said it was plugged into ac power. [Name removed] said they were unable to duplicate the vent losing power and that it is working fine now."